Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. The patient's condition was good.

Manufacturer narrative:
No medwatch form was received.